Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the ars (syringe) leaking during use. The device was replaced without issue.

Manufacturer narrative:
(B)(4). One opened es-04301 kit was returned for evaluation. The kit contained various components including an arrow raulerson syringe (ars) and introducer needle. Visual examination of the ars and introducer needle did not reveal any defects or anomalies. A vacuum leak test was performed on the ars per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the vacuum leak inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Resistance was felt and the plunger body was not be able to move to the bottom of the syringe, therefore, the sample passed the push leak test. The ars and introducer needle were used to draw water out of a lab measuring cup and no issues were identified. A device history record review was performed and no relevant findings were identified. The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test and functional testing with water. No leaks were found during testing and the syringe was able to aspirate. The reported complaint issue could not be reproduced with the returned sample.

Event description:
The customer reports the doctor found the ars (syringe) leaking during use. The device was replaced without issue.